Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge would not fully engage onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap and the issue was resolved once the o-ring was removed. The customer's blood glucose level was 122 mg/dl.